Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. The patient was placed in a left lateral position. During preparation for the procedure, the scope was tested for 20 seconds before insertion and the image was good. After getting into position at the papilla, the screen displayed hints of blue and green that would appear and disappear in the right corner and the visualization was blurry. The physician removed the buttons and replaced them and confirmed suction and lens cleanse were working correctly. The scope was removed, and the lens was wiped. Upon repositioning, small, blurred sections still would appear on the right corner of the screen. The physician was able to complete the procedure with the same scope. Patient outcome: there were no patient complications related to this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block h10: upon receipt of this scope at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination did not identify evidence of any damage or defect was observed on the shaft or tip of the device. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live image was displayed. No issues were observed with the image. The reported poor quality image was unable to be confirmed based on the visual and functional testing performed on the returned device. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. The patient was placed in a left lateral position. During preparation for the procedure, the scope was tested for 20 seconds before insertion and the image was good. After getting into position at the papilla, the screen displayed hints of blue and green that would appear and disappear in the right corner and the visualization was blurry. The physician removed the buttons and replaced them and confirmed suction and lens cleanse were working correctly. The scope was removed and the lens was wiped. Upon repositioning, small blurred sections still would appear on the right corner of the screen. The physician was able to complete the procedure with the same scope. There were no patient complications related to this event.